Manufacturer narrative:
Results: death. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During the index procedure the patient had an endeavor sprint drug-eluting stent implanted in the rpda. The patient is reported to h ave died approximately 21 months post index procedure. The death was assessed as a cardiac death. The investigator assessed that the event was unlikely to be related to the study device.